Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.

Event description:
Related manufacturer reference 3005188751-2014-00113. During an atrial fibrillation electrophysiology procedure using a brk transseptal needle and an unknown swartz introducer, the patient became hypotensive and an ultrasound confirmed a cardiac tamponade. A pericardiocentesis was performed, which stabilized the patient. Further information has been requested but not received.